Event description:
It was reported that after use tubes were found to give false hiv positive test results with an unspecified bd blood collection tubes. The following information was provided by the initial reporter: (2 of 2 complaints) it was reported that red top tubes are giving false positive hiv tests. Additional information received from customer: called (B)(6) 2019 - called to report that he did not think it was a tube problem, more likely the analyzer problem, he did not wish to recieve any more follow ups, and said he wasn't reporting a complaint.

Manufacturer narrative:
H.6. Investigation summary bd had not received samples or photos for evaluation. Additionally, we were unable to determine the specific catalog or lot number associated with this complaint. Therefore, a review of the manufacturing records could not be conducted. Bd is continually monitoring complaints received for this device and reported condition in order to identify emerging trends. H3 other text : see section h.10.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that after use tubes were found to give false (B)(6) positive test results with an unspecified bd blood collection tubes. The following information was provided by the initial reporter: (2 of 2 complaints) it was reported that red top tubes are giving false positive (B)(6) tests. Additional information received from customer: called (B)(6) 2019 - called to report that he did not think it was a tube problem, more likely the analyzer problem, he did not wish to receive any more follow ups, and said he wasn't reporting a complaint.